Event description:
It was reported that this pacemaker was found to be in safety mode. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker arrived to the emergency room transported by an ambulance due to respiratory distress. The pacemaker was interrogated, and it was found to be in safety mode. Subsequently, the patient was in in the intensive care unit after a tracheostomy and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to be operating in safety mode as was reported from the field. Memory dump review was not able to be performed. This could be due to a bad battery or some other hardware fault. The memory is corrupted or missing, which will prevent the usual memory dump tools from operating. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device had non-depleted functional cell with no battery-related failure determined.

Event description:
It was reported that the patient with this pacemaker arrived to the emergency room transported by an ambulance due to respiratory distress. The pacemaker was interrogated, and it was found to be in safety mode. Subsequently, the patient was in the intensive care unit after a tracheostomy and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.